Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch namely top assembly batch # 8729635 found that the device met its material, assembly and product specifications, at the time of the release to distribution. Some factors that would influence a complaint of this nature include the levels of stenosis and calcification or if the vessel was very tortuous. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.50x16 mm taxus express2 drug eluting stent was unable to cross the lesion. When the stent was removed, the stent struts were damaged "by very heavy calcium, patient's anatomy was like a rock." The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "ok."